Event description:
It was reported that after an interventional procedure, arteriotomy closure of mildly calcified right and left common femoral arteries (cfas) were attempted using perclose proglide devices. Reportedly, although during both device deployments the needle plungers were fully depressed, when the needle plungers of both devices were removed, the sutures were not connected with their respective cuffs. In each incident both devices were removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality deficiency proglide devices were reportedly deployed in mildly calcified right and left common femoral arteries. The instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report number.